Event description:
During an ablation procedure, a detached particle was observed. The guide wire did not pass the sheath. When it was retracted, the sheath lumen content was aspirated and a plastic particle was observed. The procedure was able to be continued with the same sheath with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. A piece of skived dilator material was also returned. No anomalies were noted when a brk needle/stylet assembly and a guidewire from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cross-sectioned and evidence of skiving was noted along the inner dilator wall, consistent with the reported ¿plastic particle¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.